Manufacturer narrative:
(B)(4). Mfg. No death, or injury, was alleged with this complaint, just a product malfunction. The product was returned to invacare for an evaluation.

Event description:
The dealer reported that the crossbrace is not aligned on the standard wheelchair. This issue can cause the chair to be unstable and the user could fall out of the chair.